Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761 , serial/lot #: (B)(4). Analysis of the 37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 additional information was received reporting that the patient's weight at the time of the event was (B)(6) lbs., and thanked the manufacturer for the quick response after the holidays. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4) pertain to product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the connector pin fell out and was not stuck in the recharger, and because of the broken connector pin, the patient had not been able to charge the ins and had been suffering for 3 days. It was noted that the patient provided feedback on how to improve the design. No further complications were reported/anticipated.